Event description:
Spider screws were allegedly backing out postoperatively. There may have been a total of three (3) surgical case(s) in which the spider screw(s) had reportedly backed out postoperatively. Multiple attempts have been made to obtain information from the complainant on (B)(6) 2013 (e-mail), (B)(6) 2013 (voicemail), (B)(6) 2013 (phone), (B)(6) 2013 (phone and e-mail) and (B)(6) 2013 phone). On (B)(6) 2013, I spoke with the surgeon's nurse via phone and discussed with her the need for additional information regarding the three (3) alleged cases in which the spider screw(s) reportedly backed out postoperatively. This information would be needed in order to complete a more thorough complaint investigation. The part numbers and lot numbers of the spider screws are not known at this time. In addition, x-spine has not received any screw(s) or postoperative images for investigation and/or evaluation. This complaint will be re-opened if the spider screw(s) and/or postoperative images are made available to x-spine at a later date.

Manufacturer narrative:
(B)(4). No additional information has been received. Device not returned to manufacturer.